Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been evaluated by the failure analysis (fa) team and fa was able to reproduce the reported complaint when the unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the integrated electrosurgical generator unit (iesu) was not providing monopolar and bipolar energy and had question marks on the front of the iesu. The customer changed out energy cords, but monopolar was still not working. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified c-82 and m-02 error in logs. Site opted to continue procedure with a third-party generator. The tse attempted to troubleshoot with customer however site was not willing to. The procedure was completed with no reported injury.